Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage and bile passage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released in the common bile duct, resistance was met and the guide catheter stretched; however the stent was able to be deployed to complete the procedure. It was reported that the patient's anatomy was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This device was returned to bsc and preliminary evaluation of the device revealed the guide catheter and push catheter to be broken. The complainant confirmed that this returned device belongs to this event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage and bile passage procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the stent was attempted to be released in the common bile duct, resistance was met and the guide catheter stretched; however the stent was able to be deployed to complete the procedure. It was reported that the patient's anatomy was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This device was returned to bsc and preliminary evaluation of the device revealed the guide catheter and push catheter to be broken. The complainant confirmed that this returned device belongs to this event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the event of guide catheter and push catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The guide catheter and push catheter were returned for evaluation, however the stent component was not returned. The push catheter was found broken, likely due to the customer cutting the device. The guide catheter was found stretched, kinked, and broken. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. It is likely that procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device caused difficulty in deployment and resulted in the noted damages. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.